Event description:
An emg endotracheal tube was being used to intubate the patient when the balloon did not inflate while in use. Tube was removed and balloon was attempted to be re-inflated, but failed to do so.